Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that one of the cautery post pin on the maryland bipolar forceps instrument was loose and pushed into casing. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the bipolar pins were dislodged. The top bipolar pin was pushed in as was reported. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The main tube appears to have a stripped epoxy coating layer; this resulted in the fiberglass layer underneath the epoxy layer to be exposed. This damage occured along the entire length of the main tube. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.